Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No further information was known. Information was requested but not yet received.

Event description:
New information received indicated the patient was stable following the procedure. Explant date remains unknown.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Electrical and visual examination of the device were normal.